Event description:
Pt was revised to address loosening of the femoral component.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported device loosening; however, provided info stated the pt reported trauma after the primary tka. It is unk if the reported trauma was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.